Event description:
It was reported a device was interrogated then the screen was stuck and making a beeping sound. The programmer was rebooted and it did the same thing. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Device locked up with three beeps. Device displayed a system error. Device speakers squeal on boot up. Printed circuit board out of electrical specification. Speaker set found out of electrical specification.